Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm in the however, unexpected replace battery alarm noted in the pump history due to connector resistance . The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on , pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that she did not get the low battery alarm before the replace battery alarm came on. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.